Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler and the green sureform 60 stapler reload associated with this complaint, and failure analysis (fa) investigations were completed. Per the fa investigation for the sureform 60 stapler instrument, the customer reported complaint was not replicated nor confirmed. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on an in-house system, and no initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively, with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the clamp and fire tests, with proper formation of staples on the test sheet. Per the fa investigation for the green sureform 60 stapler reload, the reload had been fired, and all of the staple pushers were found at the bed surface of the cartridge. However, the reload knife was not fully concealed at the distal end of the cartridge. Common causes of the exposed component failure mode for reloads include: instrument damage, particularly in the wrist area; tissue condition (e.g. Disease state and density); and foreign objects (e.g. Metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additionally, lodged staples were observed along the shuttle track and knife pathway.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received a product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs are only available for the 4th install of the procedure. Elastic search and the procedure dashboard were also used in attempts to obtain more information on the procedure, with no results. This usually means that there was some error in recording/communicating/storing the procedure data. The available logs show the instrument was installed on the system 4 times, and it fired 4 reloads (all green), per the tool table. On the 4th install, the first clamp was successful, and the firing was completed, with no pauses for compression. There were no stapler related errors in the logs. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy - chest anastomosis procedure, there was an issue with a sureform 60 stapler instrument loaded with a green sureform 60 stapler reload. The jaws of the stapler did not correctly compress the tissue, and no real staple line was established; the jaws squeezed the gastric tissue, without firing. An unspecified patient injury was reported.